Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This report is filed due to irregular steering with the clip delivery system. It was reported that this was a mitraclip procedure treating mixed, degenerative and functional mitral regurgitation grade 4. One mitraclip was successfully implanted in the central position at the posterior medial leaflet flail, reducing the mr to grade 3-4. Following, clip delivery system (cds0502 71201u277) was advanced to the mitral valve. During delivery catheter advancement, abnormal movements were noted. The device would move in a curve, approximately 20-30 degrees, while pointing forward to the left ventricle. The device was retracted and the shaft returned to normal shape. This abnormal movement could not be compensated for using the m knob. This device was removed without issue and mitraclip was not implanted. Another mitraclip was successfully implanted, reducing the mr to grade 3. The patient remained in stable condition. There were no adverse patient effects and there was no clinically significant delay. No additional information was provided regarding this issue.

Manufacturer narrative:
(B)(4). All available information was investigated and the reported difficulty positioning the device was not confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. A review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and a definitive cause for the reported difficulty positioning the delivery catheter (dc) shaft could not be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling.